Manufacturer narrative:
Device 17 of 21. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation, or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user experienced reduced wear time in, "most" of the appliances from box of 10 in 3 or 4 market units. His wear time was usually 3 to 4 days, which had reduced to less than 48 hours. He attributed this to the off centered hole. The end user also stated that "I have used these over the last 10 years and I have noticed the quality has gone down in the workmanship of the products." There was no harm reported and no photo is available at this time.